Event description:
It was reported that a home patient (hp) received a high drain 101 alarm on a homechoice (hc) machine during night drain one. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) explained the alarm to the hp. The hp stated that she felt overfilled in fill one. The hp had done a 3000 ml manual fill during the day with a solution that contained gentamicin. The tsr reviewed the therapy settings and therapy log on the hc. It was found that the hp drained 6206 ml in drain one which led to the alarm. The initial drain alarm was set to 0 ml and the largest fill volume was set to 3000 ml. The tsr arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device passed electrical and functional testing. Internal and external inspections were performed and the device passed. The pneumatic system was tested and was found to be working to specifications. Multiple short therapies were performed successfully on the device. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause of the reported issue was a false empty detect and use error with the initial drain setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.